Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappears, and they acknowledged and understood this instruction.